Event description:
Paramedics tested the pt's blood glucose with a result of 138mg/dl. The pt was taken to the hosp within 30 minutes and a lab was drawn with a result of 18mg/dl. The pt was given glucose. It is unknown if controls were in use at the time. A request was made for the return of the suspect device and replacement product was sent.